Event description:
It was reported that ¿during preparation, leaking has been found.¿ the device was not used on the patient; therefore, there is no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. As received condition: received 1 sample(s), part number 7060400, from lot number 0206201103; no evidence of biological contaminants could be found. There was no damage to the packaging that would indicate a probable cause. Using air and a syringe it was verified there was a very slow leak in the tube which would have resulted in the reported event [injecting water would have been more obvious]. When viewed under magnification, there were scrapes along the length of the tube leading up to the 2 holes measuring less than 0.01¿ in diameter in the cuff which caused the leak. It cannot be determined when the damage occurred therefore manufacturing and mishandling cannot be ruled out as likely causes. Complaint confirmed for the alleged malfunction [leaking during preparation].